Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, a copy of the operative report was received. Through the operative report, the following was learned: "there was concern for left main occlusion secondary to a high profile pericardial prosthesis in a small root and sinus segment. Therefore, the decision was to proceed with removal of the bioprosthesis and placement of a lower profile carpentier edwards pericardial bioprosthesis perimount # 21."

Manufacturer narrative:
(B)(4). Concern for left main occlusion. High profile prosthesis. Device not returned. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), a copy of the operative report was received. Unfortunately, the device is unavailable for evaluation, as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.